Event description:
The device was used to access a primary IV tubing connected to a subclavian catheter. When a lipid infusion through this device was completed, the secondary infusion line was disconnected from the clave. The inner silicon portion of the device failed to return to its appropriiate position after removal of the secondary line. Subsequently, the pt's blood backed up through the tubing and was flowing out of the dysfunctional clave adaptor. Fortunately, the nurse was present and clamped the tubing, preventing further exsanguination. The pt suffered no serious harm.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown, valve. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.